Event description:
Customer reported than an infuso.r pump failed the infusion rate testing. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.

Manufacturer narrative:
A request for the return on the device has been made and the pump has been received in baxter service shop. This device underwent a series of accuracy, performance, and visual testing. This reported condition of "pump failing infusion rate testing" was confirmed and duplicated. Similar incidents have been received for this product family/code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.